Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, angle closure, significant reduction of iridocorneal angles, significant shallowing of the ac, pigment release, and unreactive fixed pupil. Medication was provided, and the lens was later removed. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
4581: significant reduction of irido-corneal angles, shallowing of the ac, unreactive fixed pupil, pigment release. Manufacture narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).